Manufacturer narrative:
(B)(4). Date of initial report : 02/18/2016. The site has indicated that the incident sample is not available to be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not release after sealing and cutting the splenic vein branch during a colectomy to address colon cancer. The jaws eventually opened but the vessel stuck to the jaw and tore the vessel when the device was retracted causing bleeding. The customer states that the device was cleaned periodically. The patient's spleen was removed in order to control the bleeding, which was greater than 500cc in volume. The patient was given 10 units of blood, 4 units ffp, 10 units cryo, and 10 units platelets. The patient passed away 5 days after the operation due to liver failure. The patient developed an anastomotic leak and entered irreversible shock and support was withdrawn. The ligasure device is not being returned by the site. An ethicon powered echelon flex stapler was also in use during the procedure.